Event description:
It was reported that an asymptomatic patient presented in the operating room for a device change out. The pulse generator exhibited back-up vvi operation. The device was explanted and replaced as scheduled. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).